Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifuged pump would not remove air. The operator took the pump out to tap on the unit to remove the air, but each time more all was produced. No impact to pt as this event occurred during prime. The product was changed out. The surgery was completed successfully.